Event description:
It was reported that during a gastric resection procedure, the surgeon prepared the staple by setting up the cartridge. He inserted the device inside the patient through a trocar. Once it was inside the patient, the device was blocked in closed position; the surgeon was not able to open the jaws. The surgeon used another device and reload with different lot numbers. The procedure ended well. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable.